Event description:
Patient in hospital since (B)(6). On (B)(6), a vt was not detected and not treated. Monitoring raised an alert and patient had vertigo. Upon device interrogation, no corresponding episode could be found.

Event description:
Patient in hospital since (B)(6). On (B)(6), a vt was not detected and not treated. Monitoring raised an alert and patient had vertigo. Upon device interrogation, no corresponding episode could be found.

Event description:
Patient in hospital since (B)(6). On (B)(6), a vt was not detected and not treated. Monitoring raised an alert and patient had vertigo. Upon device interrogation, no corresponding episode could be found.